Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that the handpiece was heating up. A backup unit was available. There were no allegations of adverse consequences associated with this event.